Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient for cardiac arrest, the device displayed a "check pads" message. The clinician then obtained external paddles and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data and the device activity logs showed that the device was charged to selected energy two times; the device did not discharge the selected energy either time. During the first charging event, the device is powered off just after the device is charged to the selected energy, then powered back on. During the second charging event, the device is charged to the selected energy, the charged energy is internally dumped once the device reached the maximum charge hold time of 60 seconds. The device is then powered off, then back on. No other charging events are shown. Multiple "pads off/on" messages including a connection issue between the device and the electrode pads. This suggests a poor connection either between the device and the electrodes or the electrode pads and the patient's skin. This could not be firmly established as the electrode pads were not returned as part of this investigation. The device activity log show that the device passed the 30 joule self-test indicating that when all criteria is met, the device was capable of discharging the selected energy. Analysis of reports of this type has not identified an increase in trend.